Manufacturer narrative:
On (B)(6) 2016 the patient match department provided a planning review and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. No errors have been found in any step. Batch review performed on 09 january 2017. Lot 141645: (B)(4) items manufactured and released on 06 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to feeling unstable. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.